Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the eyelet returned is broken, and part of it remains inside the shaft. No damage on the detached screw. Did not find issues with the driver, and the sutures returned. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the eyelet during insertion.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a rotator cuff surgery the swivelock eyelet became loose and broke off. The broken pieces were retrieved from patient. The retention sutures are still intact. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.